Event description:
While using a homechoice cycler the pt had done eight cycles with zero alarms and a leak was encountered in the pt line. This was discovered as the relative picked up pt. The relative noticed the pt's back was wet and that is when the set burst at the connection between the tubing and the cap and began spraying. The pt reportedly had abdominal pain and cramps. The relative noticed cloudy effluent at 5:00am, an effluent sample was taken and then antibiotics were administered. The relative indicated that by 11:00am the effluent had begun to clear. The hospital did not confirm the pt to have peritonitis. At the time of the report, and the pt is in good condition. Vancomycin and ceftazidine antibiotics were prescribed for a period of five days (at home).